Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer had low blood glucose levels of 68 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the number on the display of the insulin pump continued to ramp up on their own after trying to program a bolus. The customer reported reinstalling the battery to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.